Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the limited information, the device remains implanted; there were no alleged deficiencies related to product quality/performance or the manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been received. Conclusion: attempts to obtain additional information have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical valve, it was determined that the valve was too tight to properly fit in the aortic annulus. The valve was explanted, then re-implanted during the same procedure without enlarging the annulus. The following day, additional intervention was undertaken due to bleeding. The physician reported that the bleeding was not attributed to the device. No other adverse patient effects were reported.